Event description:
It was initially reported on (B)(6) 2013 the device had been overdischarged 1 time. The patient had a loss of stimulation 'at least' 35 days prior due to the overdischarge. A physician mode recharge was performed and the patient was going to charge the device up to 100%. Additional information received 8 days later reported the battery had gone back into overdischarge, and an appointment was scheduled for 6 days later. Follow up information received the day of report reported the battery had slipped into discharge, and the patient and physician had elected to have the device replaced on (B)(6) 2013. It was unclear if the battery had gone into overdischarge for a 3rd time. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the patient was schedule for replacement four days prior to this report, but was sick and would be rescheduled "in the next two weeks" after report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the replacement was successful.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887s45, lot# n24690, implanted: (B)(6) 2001, product type lead; product ID 3887s45, lot# n24690, implanted: (B)(6) 2001, product type lead; product ID 3887s45, lot# n24690, implanted: (B)(6) 2001, product type lead; product ID 3887s45, lot# n24690, implanted: (B)(6) 2001, product type lead; (B)(4).